Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and failed due to the unit having no voltage. The share log was reviewed and the transmitter failed as a "loss of connection" gap was present within the investigation window. The allegation could not be reproduced during the product investigation. The customer complaint of loss of connection was confirmed through data. The root cause could not be determined.